Event description:
Reporter indicated a pt's vns generator could not be interrogated. It was later indicated that the device was believed to be at end of service, therefore, it was replaced. The explanted generator was returned for analysis. During analysis, the generator end of service condition was confirmed as a result of battery depletion. Transistor q10 was found to exhibit an out-of-limit (high) leakage current. This leakage increased the module's supply current consumption and could potentially be a contributing factor to the eos, however, results of the battery longevity prediction confirm that the eos condition was an expected event. As the generator was received in an eos state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined.